Manufacturer narrative:
The problem was due to mechanical defective fiber, caused by operator mishandling (screwed too much). We are unaware about pt injury.

Event description:
The laser system has the following problem: "the inner part of fiber came off in the laser:. No adverse effects to pt were reported.